Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the procedure when the surgeon put the drill down, and it showed it being 2mm off the planned trajectory. This was mostly happening on the left side, but sometimes occurred on the right. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information was provided. The screws were able to be placed accurately. The surgeon was comfortable with proceeding as the pedicle of the patient was large enough that even a 2mm trajectory variance wouldn¿t affect the placement of the screw to the extent to breach the pedicle. The cause or potential contributing factors for the inaccurate trajectories were not determined, navigation just seemed off, even after redoing the snap shot. Troubleshooting involved by taking a new snapshot and re-registering. No skive detected in planning or intraoperatively.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A2: patient age/dob was unavailable h3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.